Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states he had her tilt the seat so he could check it again and it would not move after that.